Event description:
Reporter called because she received recall letter in (B)(6) 2025 regarding her freestyle libre 3 sensors. She has three defective sensors, two sensors have the same lot number and the other sensor has its own lot number. She stated she will call abbott to get replacements. No adverse event reported. Pt code: 4582. Device code: 1420. Ref reports: mw5183715, mw5183716.